Event description:
A customer contacted ortho clinical diagnostics for a problem with their dt60 analyzer. The investigation determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.